Event description:
A left frontoparietal craniotomy was performed and a gross-total resection of the meningioma was obtained on a man. The dural defect was repaired with dura-guard. Four months later, an mr image revealed an epidural fluid collection abutting the dural allograft. On clinical examination, the patient's condition had worsened and the fluid collection had increased with signs of bone involvement. During surgical evacuation of the fluid collection milky-brown purulent fluid emerged from beneath the bone plate, which was not attached to the adjacent bone. The bone plate was removed, the empyema was drained and the granulation tissue abutting the dural allograft was vigorously debrided and left in place. A fluid culture demonstrated gram-positive eors with growth of propionibacterium sp. On anaerobin medium. The patient was placed on an 8-week course of ntravenous vancomycin, ceftriaxone and metronidazole.